Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete patient information. Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient experienced discomfort located at the ipg site. Surgical intervention took place (B)(6) 2020, wherein the ipg was moved up. Discomfort has resolved.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. .